Event description:
Per the surgeon's report, this patient complained of dizziness and not hearing in 2004. Records forwarded to cochlear indicated that the device was explanted due to a break in the lead of the ball electrode as confirmed by a CT scan. The patient was explanted six days later.